Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts engineer alleged they are just now opening the wing and the communication cable is not working on the first two beds. There is no nurse call, entertainment or lighting functions working at all. He installed an old cable and it worked.